Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient reports felt uncomfortable stimulation in left hip and down leg right after implantation. Pt reports decreased stimulation and is still feeling a little bit. Agent walked pt through decreasing stimulation. The troubleshooting steps that were taken on the call resolved the issue. Pt confirmed is now comfortable. Additional information was received from the patient. They reported that the cause of the uncomfortable stim in leg was determined to be "wrong program lower." The steps that were or will be taken to resolve this were: 'work on this in office 5-2-22.' It was unknown if the issue had been resolved. Additional information was received from the patient. They reported that they had a new stimulator put in yesterday but that their previous stimulator was put in the wrong spot and they had pain in their leg after implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that there was allegation of stimulation and the cause was not determined; however, the patient's pain is improving and will follow up in the office in three months

Event description:
Additional information was received from the patient. The patient responded to a follow up stating they weren't sure why they were getting the letter but that in (B)(6) 2022 they had a device put in the wrong area. They knew it was, but the hcp didn't take an x-ray until (B)(6) 2022. Then the patient broke their leg, so nothing was done until (B)(6) 2024. They stated that it was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.